Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump¿s black box history showed that multiple ¿occlusion¿ alarms were recorded on 01/01/2007. The pump was not able to perform the rewind, load, and prime steps because the pump emitted an ¿occlusion¿ alarm. The pump was not able to perform a 24 hour duration test due to the ¿occlusion¿ alarm. The pump was opened and a gear in the motor assembly was found to be dislodged from the drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.